Manufacturer narrative:
Concomitant medical products: product ID: 8591-38, lot# d17306, implanted: (B)(6) 2012, product type: accessory. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen 2000 mcg/ ml; 185 mcg/ day via an implanted pump. The indication for use was noted as intractable spasticity. An alarm was heard. The patient missed a scheduled refill that was due the end of july as he was not in nd at the time. The patient was in fl and was seeking a physician to manage his care. The patient did not experience symptoms. The patient had called the hcp on (B)(6) 2015. Per the hcp they were assisting the patient to find a physician in fl to perform a refill to avoid withdrawal and the pump going dry. The alarm date was (B)(6) 2015 and the hcp was aware that the pump was alarming. The patient's next appointment was (B)(6) 2015. On (B)(6) 2015 information received from the healthcare provider reported the cause of the alarm was the patient was due for refill. The pump was refilled. Troubleshooting was done in a fl ER (emergency room). The patient got an appointment and the alarm date was (B)(6) 2015.